Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 24.0 and 106.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. The introducer sheath was loaded backwards on the pusher assembly. Conclusions: evaluation of the pc400 revealed that the embolization coil had offset coil winds along its length. If the device is forcefully advanced or retracted against resistance, damage such as this may occur. The offset coil winds may have contributed to the coil¿s inability to exit the distal tip of the microcatheter. Further evaluation of the pc400 revealed that the introducer sheath was loaded backwards onto the pusher assembly. This damage likely occurred post-procedure and had no effect on the reported issue. While attempting properly sheath the returned pc400, resistance was encountered as the mid-joint on the pusher assembly was being advanced through the introducer sheath friction lock. The pc400 was unable to be properly sheathed and could not be functionally tested through a demonstration microcatheter. The non-penumbra microcatheter was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery using penumbra coils 400 (pc400¿s). It was noted that the patient¿s anatomy was slightly calcified. During the procedure, while attempting to advance a pc400 through a non-penumbra microcatheter, the physician experienced resistance at the distal tip of the microcatheter and the pc400 became stuck and could not be pushed out; therefore, it was removed. The procedure was completed using eight other pc400¿s and the same microcatheter. There was no report of an adverse effect to the patient.